Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) ranged from 127-150 mg/dl. The customer went to the emergency room in order to obtain insulin pens for alternate insulin therapy. No medical intervention was required.